Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display anomalies noted during testing. Device passed self test, off no power test, unexpected restart error test or displacement test. The stop (idle) current test and run current test were in specification. (B)(4).